Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the device closed on tissue when it would not open? If yes, how was the device removed from the tissue? Did the jaws of the device eventually open? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the stapler would not release. The surgeon had to manually remove device from tissue. It is unknown how the case was completed. There were no patient consequences reported. The rep has no other information at this time but says he will be following up with surgeon for additional information.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the clamping mechanism damaged and with a tr45g cartridge loaded on the device. The returned reload was unfired and in good visual conditions. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.